Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 550mg/dl at the time of incident and blood glucose was over 600 mg/dl at the time of call customer treated with manual injections. Trouble shooting was performed and found auto mode feature was not active and customer's doctor had made modifications the device programming the day before. The customer performed displacement test and the insulin pump passed. Advice to change entire set, reservoir and insulin and treat healthcare professional instructions. Advised sending replacement sets. The insulin pump will not be returned for analysis.